Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm 10 bag 500 wal had broken thumb presses during use. The following was reported by the initial reporter: it was reported that thumb press broke off when taking injection. Verbatim: relion consumer stated, when he was taking injection, the "thumb press" broke off the plunger. Insulin was wasted 2 syringes affected.

Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm 10 bag 500 wal had broken thumb presses during use. The following was reported by the initial reporter: "it was reported that thumb press broke off when taking injection. Verbatim: relion consumer stated, when he was taking injection, the "thumb press" broke off the plunger. Insulin was wasted 2 syringes affected".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (2) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 9336984. Customer states that the thumb press broken off when taking the injection. Both returned syringes were examined and both exhibited a broken thumb press. A review of the device history record was completed for batch# 9336984. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: plunger rail was ¿bumped¿ when cleaning causing the rail to be unaligned. H3 other text : see h.10.